Manufacturer narrative:
The device was received fully deployed. The investigation found a tear in the exposed portion of the soft cannula and fluid was observed to leak from this tear. The exact cause and timing of this damage could not be determined. No other damages or defects to were found that would contribute to a failure to deliver insulin. The pod data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected, and no issues were observed that would indicate a failure to deliver insulin. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone17.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for customer not sure delivering insulin.